Event description:
It was reported that the patient presented to the clinic for a scheduled follow-up. During interrogation, it was found that the pulse generator exhibited far r-wave oversensing resulting in inappropriate automatic mode switch (ams). Programming changes were made. The patient was stable throughout.